Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient acquiring a post operative infection. The surgeon went in to wash out and swapped for a clean poly.